Event description:
A report was received that the patient's ipg was not holding a charge. Database analysis confirmed premature battery depletion. The patient was explanted and then implanted with a new ipg. The patient is reportedly doing well after the procedure.